Event description:
It was reported that the user ran out of insulin and disconnected from the ilet and did not receive insulin for several hours while at work, resulting in sustained hyperglycemia with a highest cgm reading of 401 mg/dl; troubleshooting and education were provided to complete a supply change, and the user subsequently returned to range at 180 mg/dl. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to not reverting to alternative therapy once the ilet stopped dosing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.